Event description:
During a gi procedure with the patient under general anesthesia, the light source or processor for scopes, would not work. System shut down and then was restarted. Biomed and the manufacturer were called, including the local rep and tech support. System switched out with another room and the equipment still did not work. At 3rd scope, 2nd system and 45 minutes later, the equipment finally worked and the procedure was able to be completed. The patient did fine with the procedure: no harm. There was only a delay in care.